Event description:
It was reported that seal and packaging issue was found during use a pen needle 31x8 5b ema. The following information was provided by the initial reporter, "foils allegedly bloated / protective caps loose."

Manufacturer narrative:
H.6. Investigation: thirty nine sealed samples were returned from lot. No. 8275952, cat. No. 320499. Visual examination and a functionality test was carried out on all thirty nine samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seal and packaging issue was found during use a pen needle 31x8 5b ema. The following information was provided by the initial reporter, "foils allegedly bloated / protective caps loose."